Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had issues with the transmitter. The customer received continual calibration errors with multiple sensors. Customer's blood glucose level was running from 300 mg/dl to 500 mg/dl due to illness. The customer had frequent urination and dry mouth. She was treating her blood glucose level with injections. The device was not returned.